Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced difficulties charging the ipg. Multiple troubleshooting attempts to maintain communication with charger were unsuccessful. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of charging difficulty and charger turning off was not confirmed during electrical analysis. The root cause of the observation was not ascertained. The patient charging system was not returned with the device.